Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The reported no output and no telemetry condition was confirmed and found to be caused by a depleted battery. The cause of the depleted battery condition was not determined since the device functioned nominally when using an external power supply and a high current drain condition was not established. No hybrid related anomalies were observed. Based on the destructive analysis results, no internal short occurred in the battery.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2009; 4194, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that it was not possible to interrogate the device, and the device was found to be at end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.